Event description:
It was reported that during an unknown procedure, the reload fell out of instrument two times. This was after it had been tightened by the second scrub nurse. A new reload was opened and used and worked correctly. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired. In addition, the returned reload was noted to be damaged at distal end. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: rep has been asked to return device and provide the following: lot number; surgeon¿s name; was there any adverse impact to the patient?